Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction and data log corruption issues were verified, but the minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the customer performed a pump reset prior to troubleshooting with tandem technical support. Subsequently, the pump indicated a data log corruption. Additionally, it reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 118 mg/dl.